Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as instructed. The user's guide states "if power is lost to the nxstage cycler for more than the allowed time, or if there is an unrecoverable system failure, return the blood to the pt before coagulation occurs. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Exact cause of the power loss is unk, there have been no similar problems reported subsequent to this event. Facility staff has been notified and will provide add'l training regarding troubleshooting of alarms, performing rinseback and notifying facility staff of an event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported that the cycler lost power during a routine hemodialysis treatment. The cycler was then unplugged and technical support was contacted. After plugging the cycler back in, power was restored with no problems. Rinseback was not performed due to the elapsed time with the power off, resulting in an estimated blood loss of 190cc. No medical intervention was required.